Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician was advancing and repositioning the ruby coil in the target location when the ruby coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed and the coil was flushed out. Subsequently, the physician reinserted the lantern and attempted to advance a new ruby coil into the vessel. However, the same issue had occurred. Therefore, the physician removed the lantern containing the detached ruby coil. The procedure was completed using two pod packing coils (pod pc), a new ruby coil, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00482.